Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was decreased by 5 mmhg. Readings were observed under the manufacturer's patient care network database.